Event description:
It was reported to boston scientific corporation that a leveen superslim electrode was used during a radiofrequency ablation (rfa) procedure performed on (B)(6) 2012. According to the complainant, the tines would not extend into the patient's liver; it was reported that they seemed too dull. Therefore, the procedure was completed with another leveen superslim electrode. The complaint device was inspected following removal from the patient, and no visible issues were noted. There were no patient complications reported as a result of this event. The patient¿s condition was reported to be stable following the procedure.

Event description:
It was reported to boston scientific corporation that a leveen superslim electrode was used during a radiofrequency ablation (rfa) procedure performed on (B)(6), 2012. According to the complainant, the tines would not extend into the patient's liver; it was reported that they seemed too dull. Therefore, the procedure was completed with another leveen superslim electrode. The complaint device was inspected following removal from the patient, and no visible issues were noted. There were no patient complications reported as a result of this event. The patient¿s condition was reported to be stable following the procedure.

Manufacturer narrative:
(B)(4):the complaint device has been received by the manufacturer; however, a failure analysis has not yet been completed. Upon receipt of the failure analysis, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Manufacturer narrative:
Visual evaluation of the returned device found the array retracted, and the cannula tip appeared sharp and properly formed. The tine array extended and retracted without issue during functional testing. The tines were noted to be evenly spaced and undeformed. The condition of the returned device was not consistent with the complaint that the tines were dull; the complaint was not confirmed. The returned device showed neither evidence of the alleged issue nor any defect which could have contributed to the complaint. A review of the device history record (DHR) was performed; no anomalies were noted. A search of the complaint database revealed that no other complaints exist for the specified lot.